Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "nurse informed us that the guidewire in cvc set was kinked during procedure on patient. The doctor opened a new set for insertion." There was no reported patient harm or consequence.

Manufacturer narrative:
Qn#(B)(4). Additional information received 22-may-2024 indicates "the doctor inspected that the guidewire was kinked before use. And the doctor opened the new set for insertion to the patient." The actual device was not returned; however, the customer provided four photos for analysis. The first photo shows a guide wire within its advancer with a kink located at the thumb guide. The complaint of a kinked guide wire was able to be confirmed by the first photo. The second photo shows a report form, the third shows the guide wire within the kit with the wire partially advanced out of its advancer, and the fourth shows the product lidstock. The damage to the guidewire can be confirmed from the photos, however, a complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guide wire was confirmed by visual inspection of the customer supplied photos. The images show a guidewire with a kink in the body towards the distal end, however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section h.6.-health effect impact code corrected to 2645.

Event description:
It was reported that: "nurse informed us that the guidewire in cvc set was kinked. The doctor opened a new set for insertion." There was no reported patient harm or consequence.